Manufacturer narrative:
Device received with blank display due to moisture damage to the electronic assembly noted. Unable to perform displacement test, self test, off no power test, stop current test and run current test due to blank display. (B)(4).

Manufacturer narrative:
Device received with blank display due to moisture damage to the electronic assembly noted. Unable to perform displacement test, self test, off no power test, stop current test and run current test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen and not powering on after inserting new battery. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was not dropped. Customer stated that the insulin pump exposed to moisture. Customer stated the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery and reported that the display did not return. Customer was not able to perform self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.